Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -universal cord's malfunction -b30 error. -insertion section malfunction -black shadows at top right of image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: -the cause of the universal cord failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. -the cause of the insertion section failure could not be determined. The most likely cause is that the insertion section was damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device displayed a scope communication error (error e228). And also, no image was displayed. There were no reports of patient harm.